Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 9 february 2017. The representative reported that they replaced the viewing station of the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station of the imaging system computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a system checkout, the viewing station of the imaging system computer would not start up. The imaging system would not recognize the raid configuration and software could not be reloaded onto the system.